Event description:
Pt reports 4 cassettes received today, possibly one or more leaked, everything is wet; she can see condensation inside the cassette and container, green caps are on. I advised pt to not use any of the cassettes since we do not know for sure which one is damaged and all of them are wet. No other info is available. Did we [MFR] replace device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.